Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user and caregiver were unable to remove the connector from the ilet pump during a supply change. The agent advised using more force, after which the connector was successfully removed. The patient was then able to complete the supply change and resume insulin delivery. No blood glucose impact or injury was reported.